Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was explanted due to infection. The associated leads are non-microport branded.

Event description:
Reportedly, the subject pacemaker was explanted due to infection. The associated leads are non-microport branded.